Manufacturer narrative:
(B)(4). Concomitant medical products - medical devices: oxf sawblade stryker cmntd 3pk; item# 506298; lot# 395082. Oxf anat brg lt sm size 3 PMA; item# 159540; lot# 935850. Oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 363390. Oxf uni tib tray sz aa lm PMA; item# 159531; lot# 783780. Oxf uni fm/cm tb/uni; item# 98-b002-006-01; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill bit broke during use in the drill guide. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual examination of the provided photograph shows a break through the lower end of the clearance flutes. The drill appears to wear consistent with use in multiple procedures but as the photograph is unclear this cannot be confirmed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.